Event description:
Per the audiologist report, in 2007, the patient had a mrsa infection in the left ear. It was also noted that the patient had a previous mrsa infection with a cochlear implant from another manufacturer. The following month, the patient's device was explanted from the left ear and the patient's right ear was implanted with a new device.

Manufacturer narrative:
This type of event is addressed in the device labeling.